Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-03590, 1221359-2022-03591.

Event description:
The custormer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2022. Repeat testing was performed and generated a positive result. Confirmation testing was performed with the binaxnow covid-19 antigen self test on (B)(6) 2022 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.